Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening of the stem. The following components have no alleged deficiency and were not revised during this surgery: ppr6-7552, lot # u0265520, qty. 1. Ppr6-7252, lot # u0574897, qty. 1.